Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. Three 4.5 fr x 10 cm microez microintroducers were returned for evaluation. Two of the microintroducers were returned with the dilators present. All three samples contained slightly curved sheath shafts. Blood residue present within the devices. The distal sheath tips were observed to be bunched inwards. Microscopic observation of the sheath tips revealed it to be bunched inwards with the orifices flared outwards. The deformation appears to be focused on one region of the sheath tips. The deformation and damage appeared to be similar in nature between all three samples. Based on the damage observed, possible contributing factors include advancement against resistance. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when beginning to conduct puncture following product opening, the operator found that the micro-introducer was uneven and immediately discontinued the puncture. The puncture kit was replaced. Three more cases were found subsequently. This report addresses the third case.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1130 showed six other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that when beginning to conduct puncture following product opening, the operator found that the micro-introducer was uneven and immediately discontinued the puncture. The puncture kit was replaced. Three more cases were found subsequently. This report addresses the third case.